Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that her daughter's adc freestyle libre 2 sensor detached prematurely on the tenth day of wear. The customer obtained an unspecified glucose reading which was reportedly "high" and was taken to the hospital where she was diagnosed with hyperglycemia and required insulin (dose/type unknown) and unspecified IV for treatment. There was no report of death or permanent injury associated with this event.